Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of cardiac arrhythmia, as well as the reported patient-related conditions, could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events from 08:35:36 through 10:03:58 on (B)(6) 2023, per the timestamps. Eleven, transient low flow hazard alarms were captured throughout the file. It should be noted that pulsatility index (pi) values were elevated during the low flow events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the hm 3 lvas, serial number (B)(6) , with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complications. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the ER with low flow alarms, severe headache, pallor, diaphoresis, nausea and vomiting, and disorientation. Interrogation of the device revealed 13 low flow alarms from that morning with elevated pulsatility index (pi). Upon arrival to the ER the patient was stable with no active alarms. They had been in persistent ventricular tachycardia (vt) since the day before and was converted to normal rhythm. The patient was to be admitted for observation. Log files confirmed multiple intermittent low flow alarms with high pi.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.